Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler and the patient event of swelling and weight gain due to fluid volume overload resulting in a pd prescription change. The patient and pdrn initially reported the cycler was not draining during treatment, however, review of treatment data confirmed the cycler was operating as programmed. There was no iipv or overfill event. The patient required a pd prescription change and addition of a manual exchange daily due to the swelling and weight gain. The patient did not require any further medical intervention aside from the prescription change and was not hospitalized. Data review found no issues occurring during the patient¿s treatment. The pdrn reported the event was not related to the liberty select cycler as initially suspected. This patient also has multiple myeloma with chemotherapy treatment which is known to cause fluid retention in patients. Based on the available information and the documentation that the patient required a prescription change in solution strength with addition of a daily manual exchange, the liberty select cycler can be excluded as the cause of the patient adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with being unable to drain on the cycler. During the call the patient stated that they feel swollen and have gained some weight. The patient was advised to use stat drain at the end of treatment and follow up with their peritoneal dialysis registered nurse (pdrn). Upon follow up, the pdrn stated the patient was fluid overloaded as the cycler did not remove the fluid from patient's body and did not even show any alarms even when the drain was in negative. The patient also had history of multiple myeloma and chemotherapy which were contributing factors in the reported events. The patient used 1.5%-2.5% delflex and was suggested to use 4.25% solution as they were swollen and gained 7 kg. The pdrn stated that the patient had a prescription change from 1.5%-2.5% delflex to 4.25% solution due to swollen and weight gain. The pdrn also stated that the patient is also performing manuals in addition to using the 4.25% solution daily. The pdrn requested for a replacement cycler. The patient continued treatment with the old cycler and capd for now. The patient was not hospitalized for the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.